Event description:
This event was initially reported in 2006, as the drainage tube was cut off when removing and incident was found during the procedure. Additional information received on 09/14/2006 showed the drain broke prior to removal and may have been the result of the manipulation of the tubing during the milking of the tube to expedite the drainage. The drain reportedly was removed easily, without any resistance during a dressing change. No surgical procedure was required and no further complications were reported. The drain was initially placed following a microendoscopic disectomy (med) for lumbar disc herniation.

Manufacturer narrative:
No lot number information was provided for the company's evaluation. Two drain pieces were returned for evaluation. One of the pieces measured 3 3/4 inches long, the other piece measured 4 3/4 inches long. The jagged edges of the broken drain sections were placed together and no pieces of the drain tubing were missing. The drain pieces were examined under magnification and no evidence of punctures or nicks were observed. There was a piece of suture material wrapped around the drain tube on the solid drain side of the break in the tubing. The suture material was approximately 7/8 of an inch from the break in the drain tube. The drain tube was cut approximately 1 in. From the break on the solid drain side and was proof loaded with a 10 lb. For over 10 seconds without breaking. This indicates this portion of the drain tubing has greater strength than the minimum pounds specified and exceeded the strength requirements for surgical drains specified in the international standard for surgical drains of 4.5 lbs. The internal subassembly records were reviewed for the silicone round drain that is used in the production of this product for the last two years and the records showed there have been no rejects for break strength. The drain tube od, ID and wall thickness were measured at the point of break and determined to be within the specification. No manufacturing defects were found in the returned actual sample. Event most likely due to post manufacturing damage during in-use conditions. Instructions for use state ways to avoid damage or breaking of drains during placement and removal. Baseline report previously filed.